Event description:
It was reported by the patient that they received possible inappropriate shocks from their implantable cardioverter defibrillator (ICD) while snow blowing. They were leaning over the snow blower and suspected possible electromagnetic interference (emi). Afterwards, the patient went inside and called an ambulance and went to the hospital. The device reportedly had interrogation difficulties while at the hospital. The ICD system remains in service. No adverse patient effects were reported.